Event description:
Medtronic received information that immediately during the implant of this transcatheter bioprosthetic valve, the valve was implanted without issue. Following the valve implant, after the delivery catheter system (dcs) capsule had been closed, the non-medtronic safari xs wire became stuck within the dcs as it was being withdrawn. The wire was cut and withdrawn from the patient. The dcs and the remaining wire that was stuck inside the dcs were withdrawn from the patient together. Outside of the patient, the wire was attempted to be removed from the dcs and the upper layer of the wire pulled apart. It was noted that a minimal procedural delay occurred as a result of the issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the guidewire protruding from the distal end of the device with the nosecone and distal end of the inner member shaft detached on the distal end of the guidewire. The inner member proximal detachment site material was jagged and frayed. The guidewire outer threading at the distal end of the guidewire was detached from the guidewire core wire. There were kinks visible to the exposed portion guidewire. Slight delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. Attempts to remove the guidewire from the dcs were unsuccessful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.